Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer changed the pump supplies to resolve the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.